Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred and a failure to charge the internal battery. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaints were confirmed. The device's sensor board and internal battery were replaced to address the issues.